Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient use the smart device's bluetooth settings to forget the transmitter, close all other applications and re-pair the smart device with the transmitter, which was unsuccessful. Dexcom representative then advised patient to change the sensor.no additional patient or event information is available.